Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer ate a dessert high in sugar and did not properly bolus for it, causing blood glucose (bg) levels to elevate (275 mg/dl). The customer delivered a bolus via the pump. The contact declined to perform any troubleshooting with tandem technical support.